Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1720 and 1210. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy plus pump was received damaged with a cracked front and rear housing as well as a scratched screen. There was no evidence of the reported issue in the event history log. The device was powered up and had no issues with ec1720 or ec1210. The event history log was reviewed and no error codes are documented. There was no problem found with the returned pump.